Event description:
Rn reported home patient with leak in transfer set around twist clamp. Rn changed transfer set and discarded sample. Home patient received prophylactic antibiotics as follows: 2 gm vancomycin and 100mg gantamycin intraperitoneally. Home patient developed peritonitis, however, due to receiving antibiotics, no culture was performed. Patient was treated with additional medication (keflex 500mg three times daily, for 5-7 days) and fully recovered.